Manufacturer narrative:
D4: the UDI is unknown because the part and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure there is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified diagonal to left anterior descending artery. An unspecified xience sierra was able to partially cross through a previously implanted stent (unknown implant date) when it dislodged (due to interaction with the implanted stent), partially at the target lesion. The xience sierra was inflated in place successfully without issue. There was no adverse patient effects or clinically significant delay. Subsequent to the initially filed MDR, the account confirmed that no further intervention (placement of another stent) was used to cover the uncovered part of the target lesion. The xience sierra stent delivery system itself was used to deploy the stent implant in place. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified diagonal to left anterior descending artery. An unspecified xience sierra was able to partially cross through a previously implanted stent (unknown implant date) when it dislodged (due to interaction with the implanted stent), partially at the target lesion. The xience sierra was inflated in place successfully without issue. There was no adverse patient effects or clinically significant delay. No additional information was provided.